Event description:
Reference (B)(4) for related complaints) (documenting cassette) it was reported that an upstream occlusion was experienced. Unresolved with troubleshooting. Air in line, green flow stop. Patient not affected. No additional information available.